Manufacturer narrative:
The complaint of a leak was confirmed, and the cause appeared to be manufacturing related. Two photographs and one q-syte connector were provided for investigation. After disassembling the connector, the bottom disc of the septum was noted to be damaged, which was likely a contributing factor to the reported issue. Due to the inaccessibility of the bottom disc, the damage was likely caused during manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6) hospital. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
After connecting an infusion tube from another company to the q-site, a leak occurred from the connection when avastin administration was initiated. After connecting an infusion tube from another company to the q-site connected to nexiva in the route connected for avastin administration, a leak occurred from the connection when avastin administration was initiated. After that, the infusion tube from another company was removed and reconnected to a different extension tube (same model number from another company) and the q-site connected to nexiva. When avastin administration was initiated again, no leak occurred from the connection.